Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref 3008452825-2017-00331. During a pulmonary vein isolation for atrial fibrillation, a pericardial effusion occurred. While advancing the introducer toward the left atrium, the sheath tip would not enter the foramen ovale. The introducer was removed from the patient and the vacuum relief hole was stretched. The sheath set was replaced and the procedure continued. During ablation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The procedure was completed successfully.